Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman delivery system (wds) and the related complaint device (watchman access system). The device was bloody and the implant was protruding out from the tip of the device for 5 mm. The implant was deployed during lab analysis. The hub, valve, sheath, core wire, tip and implant were microscopically and tactile inspected. Inspection revealed numerous kinks in the sheath, sheath damage (abrasions), a kink in the core wire located 3.5cm from the distal end of the core wire, anchor damage, and tip damage (tricuts flared outward/abrasions/crushed). The missing tip material from related complaint was found attached to the implant. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11349. It was reported recapture difficulty occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system and 24mm watchman ® laa closure device & delivery system were used. When the closure device was deployed, it became tangled on itself. The physician attempted a full recapture, but the closure device got caught on the tip of the access system and tore the tip of the access system off. The detached tip was caught on the feet of the closure device. The access system and delivery system were snapped together the entire time. There was difficulty, but they were able to fully recapture the closure device and they removed the delivery system and access system. They used a new access system and delivery system to complete the procedure. There were no patient complications and the patient is fine.